Event description:
It was reported by plaintiff¿s attorney that the plaintiff was implanted with a monarc subfascial hammock mesh system on (B)(6) 2008, to treat her stress urinary incontinence. Plaintiff¿s attorney alleged plaintiff experienced injuries, including, but not limited to pain, dyspareunia, worsening incontinence, and infections. Plaintiff¿s attorney also alleged plaintiff suffered, discomfort, urinary problems, mental anguish, and permanent injuries.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.